Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f2301 captures the reportable event of additional device required to address stent migration.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2025-01746 for the associated device information. It was reported to boston scientific corporation that two advanix biliary stents with naviflex rx delivery system were implanted bilaterally into the right and left hepatic ducts during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. Post stent placement, two advanix stents (subject of this report) and (subject of manufacturer report #3005099803-2025-01746) had migrated causing perforation in the opposite wall of the duodenum. On (B)(6) 2024. The two advanix stents were removed using grasping forceps. The patient is currently well and is being re-assessed for treatment options for her likely cholangiocarcinoma which is peri hilar.